Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite pump infusion set had leakage. The following information was provided by the initial reporter: it was reported by customer that they had issue with 2477-0007.

Manufacturer narrative:
Follow up MDR for correction. Following the submission of the initial MDR, it was determined that this event is an incorrect entry. This MDR will be voided.

Event description:
No additional information was provided.